Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: subject of complaint: the plastic fragment was found. Report from the sales rep: in the end of the procedure, the plastic fragments were found in the abdominal cavity. The fragments were retrieved from the abdominal cavity. The case was completed with the same one. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. The fragments were returned, but it was not matched with the missing part. The unit will be returned to amr for further evaluation. Type of intervention: the fragments were retrieved from the abdominal cavity. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four clear fragments. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragments were identified to be a portion of the distal glue. Based on the condition of the returned unit, it is possible that the reported event was caused by an object or instrument coming in contact with the distal glue. It is also possible that the glue was more susceptible to fragmentation. However, the exact root cause of the distal glue fragmentation is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: subject of complaint: the plastic fragment was found. Report from the sales rep. In the end of the procedure, the plastic fragments were found in the abdominal cavity. The fragments were retrieved from the abdominal cavity. The case was completed with the same one. Initial investigation report. The event unit was returned to us and visually inspected. The distal glue area was found to be detached. The fragments were returned, but it was not matched with the missing part. The unit will be returned to amr for further evaluation. Type of intervention: the fragments were retrieved from the abdominal cavity. Patient status: no patient injury.